Event description:
Customer reported that t:slim x2 pump battery was not charging, and a power source alert was present in the pump's history. There was no adverse impact to the customer¿s blood glucose level. Technical support advised customer to use a known working outlet to charge the pump for at least 30 minutes, and they planned to follow up on the issue. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.